Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an adverse event occurred. The patient stated they experienced extreme low glucose values and passed out while in the bath tub. She indicated that the dexcom was displaying a sensor error during the time of event. The patient¿s daughter called 911 and when the fire department emergency medical technician (emt) arrived, they administered the patient with d50. At the time of contact, the patient was in stable condition. No additional patient or event information is available.